Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead had pulled backed and dislodged due to twiddler's syndrome. There was difficulty retracting and extending the helix and tissue was noted upon removal of the ra lead. The new ra lead was placed. The rv lead was repositioned but it was noted the helix retraction and extension took more rotations than usual. The rv lead remains in use. The lv lead was explanted and replaced due to visible lead body deformity from twiddler's syndrome. No further patient complications have been reported as a result of this event.